Event description:
Patient's wife reported that the patient's vyalev pump is making a noise that's not normal. She states it's louder than normal when in use/running. Also, when the syringe retracts, it makes a "secondary whining noise". She wanted to know what to do if the pump is "on it's way out". Offered to conference call nurse ambassador line, but she said she will call patient's nurse ambassador directly. Lot number is unknown. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Vyalev dose/frequency: administer the contents of 2 vials under the skin for up to 24 hours each day. Loading dose:1 ml, continuous dose: 0.7 ml/hr (0.63 - 0.77 ml/hr), extra dose: 0.2 ml. Diagnosis for use: parkinson's disease.